Manufacturer narrative:
(B)(4). Evaluation summary: the system was examined and the reported event was not replicated. The latch seal was replaced as a preventive measure. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event cannot be determined conclusively.

Event description:
A hospital instrumentalist reported that the system had poor aspiration during surgery. The surgery was completed without any patient impact. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. The sample has been received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).